Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to loss of capture, decreased r wave measurements and dislodgement. It was replaced with another lead of the same model without further issue.